Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes measured current levels within normal range and no indication of premature depletion was noted. Longevity assessment was performed based on average drain current and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for explant of the pulse generator due to suspected premature battery depletion. The device was replaced. The patient was stable.